Manufacturer narrative:
Evaluated two opened/used reservoirs and performed fill reservoir and both reservoirs failed per specification. We found both transfer guard needles bent. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported via phone call that the needle was bent. The customer declined to troubleshoot. The customer's blood glucose was 315mg/dl.